Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with a hysterectomy due to sui. The patient experienced pain, infection and urinary problems. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tubal ligation on (B)(6) /2011. It was reported that patient underwent laparoscopic supracervical hysterectomy, bso, laparoscopic sacrocervicopexy with restorelle y mesh, abdominal enterocele repair, mesh supris sling, cystoscopy and site-specific rectocele repair ad perineorrhaphy on (B)(6) 2015 due to uterovaginal prolapse, cystocele, rectocele, enterocele, sui and vaginal outlet relaxation. No additional information was provided. (B)(4).